Manufacturer narrative:
The specimens were collected in plastic lithium heparin plasma separator tubes. The ion selective electrode (ise) system is calibrated and qc is run every 12 hours. Qc results were within the lab's established ranges before the event. The customer has been provided with the twice-weekly flow cell maintenance procedure. A field service engineer (fse) was dispatched: the fse found air bubbles in the ratio pump. The ratio pump was rebuilt and the flow cell was cleaned. The fse replaced k tips. A clear root cause has not been identified to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding high sodium (na) and potassium (k) results generated by the unicel dxc 600 pro synchron clinical systems. Customer indicated that intermittently high results were generated by the analyzer. The samples were repeated and results were within reference ranges. The repeated results were reported out of the lab. Result information was requested but not provided. Based on available information, on one event a na result of 147mmol/l was obtained initially and a result of 138mmol/l upon repeat testing. No erroneous results were reported out of the lab. There was no affect to patient treatment.